Event description:
It was reported that the caller experienced a discrepancy in the pump's displayed time versus the actual time, which exceeded five minutes. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to update the pump time, was advised to monitor the situation, and agreed to follow up if the issue persisted.